Event description:
System used for the administration of clotting factors when pt is actively bleeding. Pt suffers from severe von willebrands disease type iii. On 2/13/97 pt presented to hosp with blocked system. The system was last accessed in december 1996 when it was heparinized. Pt's mother admitted that she forgot to flush the system in january 1996 per protocol. Pt complained of pain when attempts were made to flush the system. The port will not aspirate, flushes but painful in region of chest above the portal reservoir. Contrast studies showed the catheter was blocked and extravasation of the contrast material was into subcutaneous tissues around the line. The system was removed. When pt was returned to the ward post removal, it was noted that the catheter connector used to secure catheter to portal was missing. A recent x-ray showed locking device in situ prior to blockage. A subsequent x-ray shows that missing connector to be still in the pt.